Event description:
(B)(4). Irritability, mood swings, severe anxiety, memory fog, memory loss, severe joint pain, severe itching, horrible weight gain, awful stomach bloating, sharp pains in pelvic area, eye sight it worse even though I went to doctor and they said it was fine. Horrible depression, discharge odor, loss of libido, headaches, dizziness, ongoing tingling in hands! Swelling of hands, chronic fatigue, hair growth in other places, swelling everyday..it hurts in the morning.